Event description:
Information was received that with in use with a patient, a smiths medical cadd administration set was leaking. No patient injury resulted. Portable infusion pump was restarted the following day.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd set, admin, cadd, 108", spike, 0.2 micron. Returned product p/n 21-7394-24 l/n 3886099 in used condition inside plastic bag with extra component attached to the asv . Visual inspection from 12'-16' revealed a cavity detected in the bond between the asv and tube. Functional testing revealed the extra component do not allow water flow through the product, also a leak was observed fleeing from the asv bond. Quality engineer on 25-feb-2020 revealed no discrepancies with product line before release . No root cause good be detected to manufacturing, so no fault found with product prior to release. Quality engineering aware of complaint and will be reviewed.

Event description:
Investigation completed on a smiths medical cadd administration sets - flow stop . Summary in h 10.